Event description:
On (b((6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the down arrow was unresponsive, requiring additional pressure and multiple presses to make it work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: on examination, the keypad was intact. On testing the down arrow and contrast buttons had intermittent response and required multiple presses to evoke a response. The remainder of the buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.